Event description:
It was reported that the physician heard a device tone. The device charge time alert was tripped with long charge time. The device reached elective replacement indicator (eri) and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Clinical data review was not required because physical analysis was completed.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: 1156t/86, st. Jude medical lead, implanted: (B)(6) 2010. . (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The analyst commented that cto occurred on (B)(6) 2015, post explant.